Event description:
It was reported that there was a catheter issue, there was an inflammatory mass and the catheter migrated/dislodged. The location of the issue was at the catheter tip. The patient had less than 50% therapy relief. The patient had been schedule for a pump and possible catheter replacement, however, when the manufacture representative arrived for the case and spoke with the physician, he said that the patient was getting suboptimal therapy and that the catheter was sitting very low at l1. The physician also noted there was a small inflammatory mass seen on MRI. Plan to was replace the distal portion of the catheter. A revision was done on 2015 (B)(6). The physician performed a laminectomy so he could visualize the granuloma, it was approximately at l1 level. The catheter was pulled back easily. The patient did not have any neurological symptoms, so the granuloma was left in situ. The catheter was cut at anchor site in spine incision and a new distal piece implanted and connected to existing end. The dose was reduced by 50% post-operatively, the dose was reduced from 8mg/day to 2mg/day. According to the physician the patient was admitted overnight for observation and then sent home the following day. The patient was to follow up at the physician office. The patient's status at the time of report was "alive-no injury." The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2009 (B)(6); product type accessory. (B)(4).